Manufacturer narrative:
Due to no patient identifiers being provided; the 50 patient's complaint were all submitted under this regulatory report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown drug via an implanted pump. It was reported the patient had an injury as a result of a defective medtronic synchromed ii infusion pain pump.